Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for about "8 weeks" now, (they confirmed all of it occurred in 2023), the patient will have times when everything was working for the patient's bladder and bowel incontinence and the patient's med's were in order the patient could actually sleep through the night or maybe get up once. However, other times, the patient would tell the caller "it's not working" because they would have a return of their symptoms. The caller stated that though it was a symptom return, there were other factors involved that could have had an impact on the patient's symptoms including medication changes and allergies but the end result was that the patient had a symptom return. The caller stated the patient would tell them it wasn't working, because they'd had a 'bad night,' they would go through 3-4 pads/diapers. The caller stated on two separate occasions when they went in to take a look at the patient's settings, they'd find that the therapy had turned off. The caller stated the first time it happened, they wondered if they'd accidentally turned the therapy off after they'd made an adjustment but the second time, they stated they were 90% sure they hadn't turned it off so they didn't know how it would have been off. Patient services (ps) reviewed it would be unexpected for the therapy to just turn off on its own but that potentially a strong source of electromagnetic interference (emi) could have turned the therapy off. The caller mentioned initially the patient had an MRI but then stated the patient hadn't had an MRI, that they'd only had a barium swallow study, which had been a special type of x-ray. However, the clinic the patient went to had strong sources of emi nearby. The caller stated they could have also accidentally turned it off that second time; however, they weren't sure. When the caller connected to the patient's settings on the call, the patient's therapy was on. The caller stated they'd been on the same setting for a "couple months now," and that prior to that they'd experimented with different settings. However, there were some settings where the patient could feel the stimulation in their buttocks, other settings where they felt the s timulation in their pelvis and others in their toes so they thought the patient's current program setting was the best option for the patient. The caller stated the patient would state that they weren't feeling the stimulation but then they'd feel it a little. Ps reviewed therapy expectations and programming and stimulation considerations with the caller and the caller stated they would continue to monitor the patient's symptoms and then they'd call back if they ran into another issue with finding the therapy off. The patient was also redirected to follow up with their doctor to check the implanted system if they continued to experience the ins turning off. Please understand, the patient and caller's timeline was difficult to follow and ps did their best to collect the relevant information.